Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent continuous glucose monitor errors 42. The customer continued to use current insulin pump for insulin therapy. There was no reported adverse impact to the customer.